Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Hospital representative reported flaps were 30-35 microns 'smaller' than surgeon programmed. Some of the procedures were postponed for 2-4 weeks, where there was an observation of 'gas rush into epithelium', and problems with flap lift. This is two of six reports from facility. Additional information has been requested.